Event description:
It was reported, the pt's trial procedure was aborted. When the doctor inserted the lead into the epidural space the pt complained of significant discomfort. The doctor explained that her nerve appeared to be too sensitive for this procedure. He removed the lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.